Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of loop broken was confirmed. Device evaluation found that the corner of the loop was broken. No damage was observed in appearance of the rear end. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high frequency resection electrode loop was broken. The nurse observed the broken loop within 15 minutes of usage. The issue was found during procedure, and the therapeutic procedure (trans urethral resection of bladder tumour) was completed with a similar device. There were no reports of patient harm. Associated patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the broken distal end of the electrode was most likely attributable to improper use and an inaccurate combination of products (e.g. 30° or 70° telescope with 12° electrode). This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Also, information has been added to b5. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that a 30-degree telescope was used throughout the procedure. Also, there were no error codes displayed due to the event.